Event description:
It was reported to covidien that 26 events occurred over the time between (B)(6) 2013. It was unk on how many pts the 26 events occurred but all 26 were similar: while monitoring a child aged less than 2 years old (between 3 and 10kg) for a bronchiolitis issue. In each case it was reported that the child (in good clinical status) showed a desaturation of about 88 percent but when the sensor was lightly pressed, the saturation came back to 97 percent. The sensors were used less than 24 hours and were changed every day. The sensors were positioned on the child's toe. No pt harm reported.

Manufacturer narrative:
(B)(4). This is eight report of twenty-six. Referencing all 26 medwatch reports: 2936999-2014-00062, 00016, 00063, 00064, 00065, 00014, 00066, 00067, 00011, 00068, 00069, 00070, 00071, 00072, 00073, 00074, 00015, 00075, 00076, 00077, 00078, 00079, 00080, 00081, 00082, 00083. See scanned page.